Event description:
During a cystoscopic procedure, a urethrotome blade broke off. Doctor was pretty sure the broken tip was left inside of the pt. However, the piece did not show up on either x-ray or fluoroscopy. Extensive search was conducted in the or and they could find no signs of the tip. Procedure was 6 hours in duration.